Manufacturer narrative:
Follow-up # 1 ¿ (07/07/2014). The patient¿s meter and test strips have been returned on 6/17/2014 and 7/3/2014, respectively, and evaluated by lifescan product analysis on 6/23/2014 and 7/3/2014, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have an incorrect battery. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue occurred on the morning on (B)(6) 2014. The patient manages her diabetes with insulin (self-adjuster); however, the patient denied taking any action in response to the reported meter issue and also denied testing her blood glucose with another device. According to the csr¿s documentation, at unknown times after the reported power issue occurred, the patient reportedly developed symptoms of cold sweats and was treated with food and/or drink by a non-health care professional. At the time of troubleshooting, the csr verified the subject meter¿s battery does not need to be replaced; the patient was using the correct test strips at the time the alleged power issue occurred; there was no misuse of the lfs product; and the patient was not using the meter for the first time. The reported power issue remains unresolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.